Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 48 mg/dl to 400 mg/dl and 313 mg/dl. Customer stated that the insulin pump had hardware low level failures. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer was performed displacement test and it was pass. Customer was performed self test and it was failed. Customer stated that insulin pump had insulin flow blocked alarm and failed battery test. Customer stated that event was resolved by changing complete set. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.